Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was 112mg/dl at the time of incident. Troubleshooting found that the alarm could be cleared however, the pump did not pass the self test. The product will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to confirm motion sensor test failure alarm due to motor error alarm. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker.